Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the coating peeled off the guidewire during advancement through the introducer sheath. There was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was returned with the introducer (insertion tool) attached; the torque device was not returned. Analysis found the guidewire was bent, likely due to handling. Consequently, the torque was not smooth when checked during functional testing. Additionally, the ptfe (polytetrafluoroethylene) coating was scraped off on several places; the reported event was confirmed. Based on the information available and device analysis, the ptfe coating appeared to be scraped off the guidewire due to improper use of the introducer, which is cautioned against in the device directions for use (dfu). As such, an assignable cause of user error was assigned to this event.

Event description:
It was reported that the coating peeled off the guidewire during advancement through the introducer sheath. There was no clinical consequence to the patient as a result of this event.